Event description:
It was reported that several months ago the device reached rrt (recommended replacement time). Now, the patient was having a vt (ventricular tachycardia) storm, with an alert noted for charge circuit timeout. The patient had to be externally rescued due to long charge times. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419478 lead implanted: (B)(6) 2009; 407652 lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported "having device problems."